Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported this implant is approved via (B)(6), a special authorization route that allows unregistered medical devices to be used for clinical purposes, for every restructured hospital in (B)(6) hospital except for (B)(6) hospital, hence it was available for supply in (B)(6). However, it was inadvertently implanted in a patient in (B)(6).